Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the circuit board in the joystick is burnt. End user states there was no visible smoke but the circuit board is black from overheating.